Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7076081.

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of stimulation despite reprogramming done. It was noted that the linear leads have high impedances. The physician suspected that the lead may have been fractured or migrated.

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of stimulation despite reprogramming done. It was noted that the linear leads have high impedances. The physician suspected that the lead may have been fractured or migrated. Additional information was received that the patient underwent a device explant procedure. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 510894.